Manufacturer narrative:
Concomitant medical products: g158 crt-d, implanted (B)(6) 2019; 0293 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
"It was reported that the patient had multiple procedures done for a left pectoral competitor system with eventual pocket erosion, infection, and extraction. The left ventricular (lv) lead was explanted and replaced with an epicardial lead. No further patient complications have been reported as a result of this event.